Manufacturer narrative:
Unit passed displacement test. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer was reported that the insulin pump had hardware low level failure alarm and beep anomaly. The blood glucose level was 132 mg/dl. The customer was able to clear the alarm and they were able to complete rewind the insulin pump. The troubleshooting was performed for pump error and beep anomaly. The customer was advised to performed the self test and the test was passed. The customer was advised the insulin pump should be replaced and advised to revert to back up plan. The insulin pump will be returned for analysis.